Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the clip would not deploy properly and the handle and firing mechanism would not release after plastic to plastic, sticking upon release of the firing sequence. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: what is meant by clips were not deployed properly? Were clips malformed? Was device stuck closed on tissue and would not open? If would not open, how was device opened and removed? Or was device just difficult to open (sticking) but did open?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining clips were ejected; finally the instrument locked out as intended. Upon testing, the trigger and the jaws returned to its original position slower than expected due to the feeding issue.